Event description:
Note: this is the first device of the event description used during the procedure. Refer to associated manufacturer report number 3005099803-2009-1994. This event pertains to the 1st of the 5 devices used during the procedure. It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during an endoscopic procedure the day before. According to the complainant, the physician was unable to deploy the hemostatic clip after it was advanced in the endoscope. Two more hemostatic clips were used without any problems. A fourth clip was used, and the clip deployed prematurely and fell into the patient. The clip was retrieved with forceps. The procedure was successfully completed with a fifth hemostatic clipping device. No patient complications were reported as a result of the event; the patient's condition was reported to be "good".

Manufacturer narrative:
A visual evaluation of the device revealed that the sheath grip was detached from the over sheath and that the clip assembly and bushing were approximately 3" apart. A functional evaluation revealed that the clip assembly could be pushed out of the oversheath. The control wire was then actuated several times. The most probable root cause is operational context.